Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the insertion flexible tube (ift) crushed, insertion flexible tube (ift) the inside of the cable became to "spiral closer" condition, bending rubber perforated, image guide fiber bundle (cfb) fluid damage, control body fluid damage, body cover grip fluid damage, side body cover aging degradation, forward body frame fluid damage, forward body cover fluid damage, biopsy inlet t-piece fluid damage, ocular fluid damage, ocular cover glass fluid damage, bending rubber leaky, insertion flexible tube (ift) fluid damage, insertion flexible tube (ift) fluid damage. Based on the result, we concluded that the image guide fiber bundle (cfb) fluid damage was caused due to the bending rubber leaky; however, other failure is not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).